Event description:
It was reported that this patient has had a history of inappropriate shocks with a previous device due to oversensing of transcutaneous electrical nerve stimulation treatment. This patient recently experienced an inappropriate shock due to oversensing of noise that is consistent with electromagnetic interference. The shock impedance was also high but still within range. The field representative is planning on reprogramming the device to prevent any additional inappropriate shocks.